Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed.the tip of the dilator is broken off. No evidence of kinking or other damage was observed.

Event description:
It was reported that during the implant procedure, the tip of the inner catheter system buckled and broke off when advancing to the lateral branch. Attempts to snare the tip of the catheter were unsuccessful and was left inside the patient's coronary sinus. No patient complications have been reported as a result of this event.